Manufacturer narrative:
Sample will not be returned for eval.

Event description:
It was reported by the customer that the balloon was pre-tested before insertion. The catheter was inserted through the sheath (product # cp-08503, lot# cf7085301) into the right side of the heart. The balloon was inflated, but burst during the inflation inside of the heart; co2 entered the heart. The catheter was in the pt for approximately 10 minutes. The balloon syringe was used from the set. As a result, the catheter was removed and another one was successfully used. No medical surgical intervention was required. The pt is okay.